Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted on (B)(6) 2005 will be reported in accordance with (B)(4).

Event description:
Attorney reported: (B)(6) 2005: pt underwent ventral hernia repair surgery at hospital, pt's hernia was repaired with a large oval bard composix kugel patch. On (B)(6) 2006: pt underwent recurrent ventral hernia repair at hospital, pt's hernia was repaired with a bard composix e/x mesh. On (B)(6) 2008: pt was admitted to hospital with abdominal pain secondary to previous placed meshes and underwent an exploratory laparotomy. During surgery, surgeon noted that one of the previously placed patches had a piece of expansion ring protruding sharply into pt's abdominal cavity. The surgeon also found a break in the silastic outer ring and noted that this portion of the silastic outer ring was jutting into the anterior abdominal wall. The surgeon noted that the pain the pt described in the anterior abdominal wall was in the location of where the mesh was defective. Both meshes were dissected off the abdominal wall and portions of small bowel. Because of the kugel patch and surgeries necessitated, the pt has suffered physical pain. As a direct and proximate result of the kugel patch used in pt's hernia repair surgeries failed, resulting in much pain and suffering, subsequent procedures. The pt has suffered serious injuries, permanent injuries, pain and suffering.